Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that during user handling, the insert wears and water entered inside the scope connector. As a result, an abnormality occurred in the electronic component, and the event occurred. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." "Inspection of the endoscopic image." "When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage." "Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope had a compromised image. The reported issue occurred during a diagnostic bronchoscopy procedure. The procedure was subsequently completed with a similar device with an approximate 10-minute delay. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there were scope communication errors (b30 and e216) present. Additionally, it was observed that the coating on the insertion section was peeling off, which are all reportable events. This medical device report (MDR) is being submitted to capture the reported malfunction by the customer as well as the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there were scope communication errors (b30 and e216) present due to a broken charge-coupled device unit. It was also observed that the coating on the insertion section was peeling off due to wear and tear damage over time. Upon further inspection, grounding was observed when the electrical safety checks were performed. It was also observed that the light guide cover lens 1x were humid. It was observed that the plastic distal end cover was damaged. It was also observed that the connector cable was damaged. It was observed that the glue of the bending section cover had discoloration. It was also observed that the metal braid of the bending tube was damaged. It was observed that the connecting tube had buckling. It was also observed that the universal cord protector was lacerated. It was observed that the connector of the plug unit was cracked and corroded. It was also observed that the switch flexible printed circuits were corroded. It was observed that the angulation was less than the specified value. Lastly, it was observed that the charge-coupled device cover lens and the universal cord were scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.